Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the manufacturer for eval. The investigation is currently underway.

Event description:
It was reported that upon deployment of an ivc filter, imaging demonstrated that several filter arms were crossed. The filter was removed without incident through the same access site and another was successfully implanted. No report of injury to the pt.